Event description:
Follow-up indicated that it was suspected that the patient's device was not the cause of the cardiac issues. The patient has kept the device off and will be meeting his healthcare providers regarding his pacemaker. The patient will use the device once the cardiac issues have been resolved.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient was admitted to the hospital with a blocked artery. Nevro attempted to obtain a medical assessment regarding the nature of the symptom but was unsuccessful. There have been no reports of complications regarding this issue and the patient is currently using the device to find effective pain relief.